Event description:
It was reported that an occlusion alarm occurred. Customer declined troubleshooting from (B)(4) technical support (cts) and disconnected the call. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.